Event description:
At the closing of a median sternotomy CABG procedure (intra-operative), the surgeon was checking the catheter to verify that it was not caught and the catheter broke. The broken segment was immediately removed and the catheter was replaced with a new one. The final closer was performed without any further difficulty and the patient is currently doing well.